Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 270 (mg/dl). The pump supplies were changed and correction boluses delivered to address bg levels. The customer's bg levels had decreased to 240 (mg/dl) and were trending downward at the time the event was reported.